Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for pt a. Results as follows: date: (B)(6) 2012, inratio: 2.3, lab: 7.8. Vein puncture performed around the same time as the finger-stick. Pt's therapeutic range is unk. Customer did not provide medications or health conditions of the pt. Customer stated she may have poked the same finger twice. Customer also stated that the first drop of blood was not used.

Manufacturer narrative:
Pending investigation.